Manufacturer narrative:
Philips has investigated this complaint. During the investigation, philips has confirmed that the l-arm cover came loose and was retained by the safety chain. The diagnostic vascular procedure was completed successfully after a short delay. A philips service engineer reseated the l-arm cover and the system was returned to use in good working order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It was reported to philips that during a procedure the l-arm rotation cover came loose. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.